Manufacturer narrative:
(B)(4) - separates is addressed per the provided caution label. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Add'l comments: per the attached caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coiled portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. The statement in the event description "believed that tip of catheter was faulty at attachment point" might be the cause. We will continue to monitor for similar complaints.

Event description:
"Pt was discovered to have a retained portion of guide wire from PICC line which required removal in cath lab. No injury or complications to pt. No retained foreign body visible on taped fluoroscopy. Fifteen days after the placement of the PICC line, pt underwent cardiac echo. Foreign body consistent with wire or catheter appreciated at that time. Two days later, a 6 cm wire was retrieved without complication. Health professional's impression: no contributing factors identified in terms of operator skill or error. Believed that tip of catheters was faulty at attachment point." Pt underwent an add'l procedure to removed the detached wire guide portion.